Event description:
A customer reported experiencing multiple intermittent occlusion alarms. The customer's blood glucose level exceeded safe limits, as indicated by a fingerstick reading of 437 mg/dl and a "high" reading on the cgm. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require assistance from third parties. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated in the proper load techniques. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin therapy.